Manufacturer narrative:
We received additional information on the data analysis. 6/27/2019 - this device was explanted on (B)(6) 2019. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The ram dumps from june 19th, july 24th, november 13th 2017 and of january 04th 2019 revealed a slightly elevated current consumption of the device, in agreement with the warning message mentioned in the complaint description. The battery status is mol 2 with 15% remaining battery capacity. Based on the information available for analysis, the root cause of the slightly elevated current consumption was not determinable. For a root cause investigation an analysis of the device itself would be necessary. A close surveillance of the device using home monitoring or to schedule a follow up every 3 months with returning the device data to biotronik for re-evaluation of the device status would be essential. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
We received additional information on the data analysis. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The ram dumps from (B)(6) 2017 and of (B)(6) 2019 revealed a slightly elevated current consumption of the device, in agreement with the warning message mentioned in the complaint description. The battery status is mol 2 with 15% remaining battery capacity. Based on the information available for analysis, the root cause of the slightly elevated current consumption was not determinable. For a root cause investigation an analysis of the device itself would be necessary. A close surveillance of the device using home monitoring or to schedule a follow up every 3 months with returning the device data to biotronik for re-evaluation of the device status would be essential. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
This device was explanted on (B)(6) 2019.

Manufacturer narrative:
This device was explanted on (B)(6) 2019. An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the device interrogation revealed the eri battery status, confirming the clinical observation. The device was implanted for approximately 55 months and 24 charging cycles were recorded in the icds memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis all therapy functions of the ICD were available, while the device was implanted and in service.

Manufacturer narrative:
(B)(4). The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The ram dumps from (B)(6) 2017 revealed a slightly elevated current consumption of the device, in agreement with the warning message mentioned in the complaint description. Based on the information available for analysis, the root cause of this slightly elevated current consumption was not determinable. For a root cause investigation an analysis of the device itself would be necessary. We recommend a close surveillance of the device using home monitoring or to schedule a follow up in 3 months and to return the device data to biotronik for re-evaluation. Should additional relevant information become available, this investigation will be updated.

Event description:
Device error for elevated power consumption was reported. Ram dump performed for analysis. Device remains implanted. Based on the analysis of the data from the device, we determined this to be reportable

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The ram dumps from (B)(6)2017 revealed a slightly elevated but constant current consumption of the device, in agreement with the warning message mentioned in the complaint description. Based on the information available for analysis, the root cause of the slightly elevated current consumption was not determinable. For a root cause investigation an analysis of the device itself would be necessary. We recommend a close surveillance of the device using home monitoring or to schedule a follow up every 3 months with returning the device data to biotronik for re-evaluation of the device status. Should additional relevant information become available, this investigation will be updated.